Event description:
This complaint is being reported due to an alleged keypad malfunction. Keypad button presses did not activate desired pump functions. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found torn at the up-arrow and down-arrow buttons. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. The firmware revision and the manufacture date are (d1e, 2009/07).

Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time.